Event description:
It was reported that after two hours of working properly, the device stopped making a vacuum and also the tree lights of the device turned on and it was nos possible turned them off. Batteries were changed but the problem persisted. After a delay longer than two hours another of the same device was used in order to complete the procedure, and there was no damage to the patient.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed there were no records for the product code and lot number combination provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been further complaints reported with this issue in the past 4 years. As no product could be returned, a thorough evaluation of the device could not be carried out in order to assess the failure mode and identify a root cause. It was reported that the device was used for treatment and 2 hours into treatment all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to identify a root cause on this occasion or confirm a relationship between the event and the device. Should further information become available, this case may be reopened. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.